Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that doctor ordered to use a thermistor foley. Writer took a kit and inserted a new one. The kit had half-filled syringe of the sterile water supposedly to keep the foley in place. This was unusual for the kit; the balloon needed to have 10ml syringe. It was expected to the kit to have one. Writer kept the foley in place and used a 10ml sterile saline solution instead. Patient did not had apparent harm but felt inconvenient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be " tip cover came off during shipping or in processing ". However, this potential root cause could not be confirmed. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that doctor ordered to use a thermistor foley. Writer took a kit and inserted a new one. The kit had half-filled syringe of the sterile water supposedly to keep the foley in place. This was unusual for the kit; the balloon needed to have 10ml syringe. It was expected to the kit to have one. Writer kept the foley in place and used a 10ml sterile saline solution instead. Patient did not had apparent harm but felt inconvenient. No medical intervention was reported.